Event description:
Customer reported device = 81 mg/dl at 9:30 am after breakfast. Customer took their normal diabetes medication. Later in the evening around supper time, customer was experiencing low blood glucose symptoms. Family member called paramedics and their device = 61 mg/dl. Paramedics advised customer to drink 2 glasses of orange juice. Afterwards, their device = 75 mg/dl. No other treatment given. Controls were used, however no values were provided. A request was made for return product and replacement product was sent.